Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to change the infusion set, but wanted to continue using the existing cartridge and was unable to resume insulin delivery. Tandem technical support reviewed the load history and informed the customer that a full cartridge change had been initiated but had not been completed. Tandem technical support assisted the customer in reloading the cartridge successfully. The customer's blood glucose (bg) level was over 500 mg/dl; however, it was unknown if the elevated bg level was due to the reported event. The customer delivered a correction bolus and changed the infusion set tubing and site to address the bg level.